Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a leadless implantable pulse generator (ipg) implanted and shortly afterward it ¿went crazy¿ which required an explant the next day. The device was replaced. No further information is available. No patient complications have been reported as a result of this event.